Event description:
Shortly after using the oxygen concentrator, my wife developed allergic reactions and a rash all over her body. This reaction seriously affects our quality of life and requires additional medical treatment to alleviate symptoms. I suspect this may be caused by harmful substances emitted by the oxygen concentrator or inappropriate oxygen quality.